Event description:
International customer reports that the suture can be seen beneath the skin surface four months following a c-section scar revision. Additional information was requested; no further information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/20/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.